Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 516 mg/dl and 150 mg/dl. Customer reported that they insulin pump had received a post-reset ram crc alarm and insulin flow blocked alarm. Customer stated that they were able to clear the alarm and was able to rewind the insulin pump but cannot prime. The customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected post-reset ram crc alarm noted. However, pump alarmed insulin flow blocked during seating due to moisture damage found on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to unexpected insulin flow blocked alarm. Moisture damage on the electronic assembly, battery tube and motor assembly also noted during visual inspection. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.